Event description:
The customer reported that all button leds lit up, and the word 'service' was displayed on the device display when they performed service on the device. This is indicative for a device lock-up. Several event codes were logged into the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to the connector, designator j3, having some damaged receptacles. Therefore the connector had a loose fitting when mated to the memory pcb assembly, which caused an intermittent lock up of the device.